Event description:
During a review of the patient's programming history, a faulted system diagnostic test was identified on (B)(6) 2008. A final interrogation was not performed and the patient left at unintended settings. At the patient's next appointment on (B)(6) 2008 the patient was interrogated at faulted settings. The patient's off time was not corrected until (B)(6) 2008.

Manufacturer narrative:
Review of available programming history.